Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat # 5551-g-320-e; lot # 5md1, tri ts baseplate size 3; cat # 5521-b-300; lot # lde7ua, triathlon fix. Peg 2 per pk; cat # 5575x000; lot # rb73c, triathlon ps fem component cemented; cat # 5515-f-402; lot # io79oa, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to infection. A poly exchange was performed. Rep reported he may be able to provide the primary usage sheet. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.